Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was pacing the diaphragm and as a result, the patient experienced phrenic nerve stimulation. The right ventricular lead was explanted and replaced.